Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer's blood glucose was no less than 600 mg/dl. Customer went into diabetic ketoacidosis. Elevated blood glucose was addressed with a bolus from the pump and manual injection. System check was performed with tandem technical support and no issues were identified. Customer changed pump supplies to address the issue and resumed insulin delivery.